Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached inside of the pt at 67,349 joules. Per the customer, the fiber tip flashed and blew off. The customer reported the fiber cap was retrieved. No pt injury was reported.